Event description:
Complainant alleged that during functional testing the device failed to display a "defib pad short" message and failed the 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.